Manufacturer narrative:
A site representative, (B)(6) declined to provide the patient identifier, citing hippa rules. On 07/18/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 07/28/2016 after review of exam suspect interference from head frame, software analysis was unable to determine probable cause with the information provided. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose and throat (ent) procedure, the surgeon alleged a 2 millimeter inaccuracy. The patient was registered three times using tracer registration, patient scan was not missing anatomy. They re-positioned the emitter. No change in status. The site checked three times for possible sources of interference. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.